Event description:
The initial reporter stated that the pump was not alarming no flow out when food was not being delivered. They also stated that the pump resetting itself. Mmd did follow up with the initial reporter, and they stated that there had been no adverse effects to the patient due to the complaint. No additional information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.